Event description:
Boston scientific neurovascular was notified that during an event that matrix soft-sr 2d coil detached spontaneously in the aneurysm without electrolytic detachment. No excessive mechanical force was applied. The distal 2-mm of the subject device is in the parent vessel, no retrieval attempt was done. No complications with patient were reported to have occurred as a result of this event.